Event description:
It was reported that the system ac plug wire was completely loose causing intermittent lock ups and system reboots. There is no reports of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the connections on the power cord plug. The system operates as intended.